Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery related alerts/alarms on the event date or seven days prior to the event date. Battery cycle 28.0 received the lowbatteryalert (104) on 06/23/2025 18:36:00 after more than 7 days at 13.34 days. Battery cycle 20.0 received the lowbatteryalert (104) on 06/04/2025 07:30:00 after more than 7 days at 27.58 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/03/2025 15:39:00 after more than 7 days at 14.12 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Communication between pump and transmitter functioned properly during testing. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube threads, cracked case at belt clip rail corner, and scratched case. No communication-between pump & xmtr was not confirmed during analysis. Battery loss was not confirmed, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Crack on the battery area confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the location of the damage was on the case of the battery tube side. The customer reported a loss of communication between the transmitter and the pump. The customer stated that the pump was turned off for hours because of the battery. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was performed for the loss of communication and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. Transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for the battery failed alarm and the customer did not have a new battery available. The customer was advised to obtain new battery and call back to continue troubleshooting. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.